Event description:
It was reported that during tlif procedure the cage broke apart into pieces while inserting.

Event description:
It was reported that during tlif procedure the cage broke apart into pieces while inserting.